Event description:
It was reported that during a ptca procedure, in which two balloons were used simultaneously, the physician experienced difficulty advancing into the guide catheter. The guide catheter was changed out and during advancement into the guide, the shaft of the catheter broke. No pt injuries or complications occurred.